Manufacturer narrative:
Evaluation results: related to operational context (attempting to treat a lesion exhibiting 80% stenosis). Deformation problem (balloon tear). Conclusion results operational context caused or contributed to the event (attempting to treat a lesion exhibiting 80% stenosis). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 80% stenosis in the lad. The physician attempted to treat the lad lesion using a sprinter legend balloon but it failed to cross the lesion in the lad. The physician stopped the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the balloon was observed to be damaged. Evaluation summary: the hypotube was kinked 39.0 and 76.5 cm distal to the strain relief. A longitudinal tear was visible along the working length of the balloon. The proximal end of the tear was jagged and uneven, indicating that the balloon material may have been damaged prior to burst.